Event description:
It was reported that a small volume folfusor under infused. The reporter stated there was approximately 10% of an unspecified drug remaining in the inflated bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14k034 was manufactured from october 25, 2014 - october 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.